Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery cap threads were damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: during investigation, there were reboots observed in the black box download. The battery compartment was found to be cracked. There was no damage to the threads found in the battery compartment. The battery cap was returned and unable to maintain an electrical connection. The power loss and reboots were duplicated. A test cap was used for testing. The test cap was able to secure to the pump. There was corrosion observed in the battery compartment. The pump was opened and there was no further evidence of moisture damage found.